Manufacturer narrative:
Product complaint #: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please confirm how many device present the issue (pull off suture needle)? All answers above are unobtainable. Once there is any update, we will update the information. Please confirm how many device present the issue (bending needle)? Please confirm if the patient received any antibiotic, steroid or medication? Please confirm if did the patient received surgical intervention? What is the current condition of the patient? Is there any photo available for visual analysis? A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an episiotomy procedure on (B)(6) 2020 and suture was used. During the procedure, the suture got detached from the needle, causing the patients' postpartum perineal edema. Another like device was used to complete the procedure. Additional information was requested.